Manufacturer narrative:
Npb was not authorized to service the ventilator. A third party organization will perform service to this vent.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injuries as a result of the event.